Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to low blood glucose. The cause of death was brain damage but the investigation is ongoing. The customer¿s blood glucose was 14 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of death. The customer had told their spouse that their blood glucose readings were not accurate and were all over the place. The spouse believes the pump may have been involved in the customer's passing. It is unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis, as it is with the medical examiner for investigation.